Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007 essure (ess205) (fallopian tube occlusion insert) was placed. At that time consumer was (B)(6). She experienced complication during essure insertion, nausea during insertion, dizzy during insertion and fall-out during procedure (fall-out heart beat, cardiac arrest?). She also had extreme blood loss, gastro-intestinal or liver complaints, groin pain, insomnia, memory loss, concentration problems, brain fog, and heavier menstruation. She reported problems with movements, work-related problems and problems with daily tasks. Consumer underwent endometrial resection, with no effect. She had her uterus removed, it is not clear about whether essure was removed. She is also considering to remove ovaries. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a fall-out during procedure (interpreted as vasovagal bradycardia). She also reported extreme blood loss (interpreted as genital bleeding), and underwent an endometrial resection with no effect. She had her uterus removed (it was not clear from the reported information whether essure was removed). These events are listed in the reference safety information for essure. During essure insertion procedure, vasovagal response may occur. In the present case, consumer reported nausea and dizziness during insertion procedure, and she had a fall-out, described as a fall-out heart beat (she questioned a cardiac arrest however this is rather unlikely since no further measures were required). Given the nature of the event fall-out during procedure and considering its association with the insertion procedure, a causal relationship with essure cannot be excluded. After essure insertion genital bleeding may occur. In this case, limited information was provided regarding this event. The exact temporal relationship between essure insertion and extreme blood loss onset was not reported. Given the nature of this event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a fall-out during procedure (interpreted as vasovagal bradycardia). She also reported extreme blood loss (interpreted as genital bleeding), and underwent an endometrial resection with no effect. She had her uterus removed (it was not clear from the reported information whether essure was removed). These events are listed in the reference safety information for essure. During essure insertion procedure, vasovagal response may occur. In the present case, consumer reported nausea and dizziness during insertion procedure, and she had a fall-out, described as a fall-out heart beat (she questioned a cardiac arrest however this is rather unlikely since no further measures were required). Given the nature of the event fall-out during procedure and considering its association with the insertion procedure, a causal relationship with essure cannot be excluded. After essure insertion genital bleeding may occur. In this case, limited information was provided regarding this event. The exact temporal relationship between essure insertion and extreme blood loss onset was not reported. Given the nature of this event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.